Manufacturer narrative:
(B)(4). G2: foreign: south africa. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was tightening the screw that the tip of the instrument fractured. The piece of the instrument was removed as soon as it was noticed that the instrument was fractured. No foreign body was retained by the patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the modular connection end of the driver is fractured. However, as the product has not returned, further analysis could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.